Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer was assisted by technical support in resetting the pump, and the issue was resolved without recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if the malfunction recurs.